Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The detached portion of the device was returned (the rest of the device was not returned). Visual examination of the returned sponge portion of the device revealed that it was torn, and that a large portion was missing. The cause of the damage could not be determined.

Event description:
It was reported to boston scientific corporation in 2008, that a rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure about two days prior. According to the complainant, while the physician was inserting the sphincterotome (manufacturer unk) into the microvasive rx locking device, "the white cotton material inside cap dislodged into the [endo] scope and was difficult to remove." The procedure was completed with a second microvasive rx locking device. No patient complications were reported as a result of this event.